Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results are within the specified ranges. The qc results are within the specified ranges. There was no indication of a performance issue with the reagent. The preanalytical data indicate that the centrifugation time of the patient sample tube is too short. The alarm trace has an abnormal aspiration alarm on the date of event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 80971001 with an expiration date of 30-sep-2025. The customer also received analyzer alarms. The field service engineer (fse) inspected the analyzer and found a defective solenoid valve and air lock in the basic wash. He then performed baseline checks, replaced the valve, repaired leaks, adjusted the rinse levels to remove air, and cleaned the parts. He verified the analyzer's performance by cell blanks, operational, and mechanical checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable glucose hk gen.3 result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 28.4 mg/dl with a data flag. The repeat result was 92 mg/dl. The initial result was questioned and not reported outside of the laboratory, prompting the rerun. The repeat result was deemed correct.